Manufacturer narrative:
(B) (4): physio-control provided the customer service rates for device evaluation and repair. Follow up with the reporter found that the customer elected not to repair the device, due to costs. The cause of the reported problem could not be determined..

Event description:
It was reported that the device logged several event codes in the memory indicating a critical failure. The reported event code combination would prompt the device to display the "call service" message and it would not be available for use. There was no patient use associated with the event.